Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned yet.

Event description:
Sales rep reported that there were two occurrences where the provena powerpicc was kinking internally at the 12 cm mark. Sales rep reported that they both had to be removed as they could not salvage the catheter to maintain catheter at appropriate tip location. This file addresses the second occurrence.